Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o ring and broken battery tube threads.

Event description:
The customer reported via phone call that the top part of the reservoir compartment was broken in half. Customer does not know how the damage occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.